Manufacturer narrative:
The device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-01144. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The target lesion was located in a bifurcated lesion of the mid lad and the second diagonal. The main indication for the procedure was acute mi. After implanting a 2.75 x 33 mm cypher select plus stent, a type b dissection was noted which was covered with a 3.5 x 08 mm cypher select plus stent. A type e dissection was then noted adjacent in the second diagonal. After multiple attempts to reopen the artery with balloon angioplasty, it was left sub-occluded because it was a very small area and the subject did not complain of chest pain. A day after the procedure, the pt had a non q-wave mi. Location of mi was undetermined.